Event description:
New information received stated that after programming changes were made in (B)(6) 2020, the implantable cardioverter defibrillator exhibited additional episodes of post paced t wave oversensing. Programming changes were recommended. No patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No inappropriate therapy occurred during oversensing. Programming changes were discussed but not made. The patient experienced no consequences.